Manufacturer narrative:
Product analysis #701665027:unit received for complaint of out of range is verified. Found that the mixer reads low throughout testing. Mixer was attached to a test ht70 and a calibrated pts2000 and allowed to cycle under standard test settings. When the mixer is set at 21 the ht70 reads 21 and the pts reads 20.9, when set at 40 the ht70 reads 39 and the pts reads 39.8, when set at 60 the ht70 reads 51 and the pts reads 50.7, when set at 80 the ht70 reads 50 and the pts reads 49.5, when set at 100 the ht70 reads 53 and the pts reads 53.5. Calibrated thread gauge was used to verify thread where the hose attaches to the mixer, passed. The mixer was disassembled for internal inspection. Found dirty filter. Found dirty diaphragm. The root cause of the volume measurement could not be determined and there were no other anomalies observed.

Event description:
It was reported that, during maintenance, the ht70 ventilator oxygen mixer was set to 60% but the actual value was 52%. There was no patient involvement at the time of the reported condition.